Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported: "patients seemed to be fully well anesthetized based upon other parameters such as v/s, dosage of inhalation anesthetics, IV anesthetics, and the condition of patients who were undergoing for surgery. However psi went up to high up to around 80 without other signs of waking up or muscle movement (emg)." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed visual inspection; however, failed continuity testing due to open r2, l2 and CT across the electrodes. Sensor was returned used and could not be tested on forehead for functional testing.